Event description:
The biotel event monitor missed a total of 11 ventricular tachycardia (vt) events that a patient had while wearing the event monitor. Vt (ventricular tachycardia) episodes were confirmed via the patient's implantable cardioverter defibrillator. The patient was symptomatic during these episodes. This is a potentially life-threatening missed diagnosis.